Event description:
It was reported that device was found broken during a procedure. If a piece were to fall off during surgery there could be a risk of infection. There is no known patient impact or procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that device was found broken during a procedure. If a piece were to fall off during surgery there could be a risk of infection. There is no known patient impact or procedural delays associated with the event.